Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the distal part of glass cap was detached and not returned. The glass cap exhibited severe devitrification at output window. Cap wear and glass cap detachment are known inherent risk of device. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. In addition, analysis identified the glass cap had a circumferential fracture on the distal side of the fiber/cap fusion zone at the bevel edge and the metal cap was found to be detached and returned. The metal cap exhibited severe detritus adhesion on surface. The outer flow tubing open end exhibits stretching and wrinkling. The connector cone segments and tabs appeared in good condition and secure. The fiber connector passed the signature verification fixture test. Due to the observed glass cap circumferential fracture on the distal side, the potential for forward firing may exist. Based on the glass cap circumferential fracture at distal side and the metal cap detachment, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture and metal cap detachment.

Event description:
Analysis of the device found that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. Additionally, analysis found the distal end of the glass cap and the mental cap to be detached. Based on device analysis, the potential for forward firing may exist. There was no patient injury reported.